Event description:
It was reported that the pump was alarming no disposable, pump won¿t run. Settings reviewed, (res vol 8.5ml, rate 2.2ml/hr, given 92.55ml) per reporter, the pump was turned off, tubing clamped, cassette removed, and tubing massaged. Reporter stated bubbles were present in the cassette tubing. The cassette was tapped on hard surface and reattached, but the pump alarm returned upon start up. Troubleshooting was repeated, but the issue was not resolved. The patient was redirected to the clinic. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D3: correction h2) device evaluation: h3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.